Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Respiratory therapist sated that the "vent alarmed when the power button was pressed and the screen remained blank. The power button was then pressed and hold for a few seconds which cause the alarm to stop. Afterwards the power button was pressed again and the vent power up normally." Device's files will be emailed.